Event description:
Device has been explanted.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles in device inner surface, fold creases, total delamination of valve and wear abrasion. Leak test and microscopic analysis was performed which identified total delamination of valve and one opening crease sharp. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening crease sharp in the side posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.